Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the infusion set was changed and the customer's blood glucose still was rising. Troubleshooting was performed. It was stated that the customer was vomiting. The time, date, and all the settings on the insulin pump were correct. It was stated that the customer does not have another infusion set to test and the customer will be taken to the hospital. A day later, the customer's uncle called and reported that the customer was treated at the hospital the night before and then the customer was released. The blood glucose reading was 597mg/dl. The uncle stated that the customer has not been disconnected from the insulin pump and his blood glucose is fluctuating from 46 to 325mg/dl. Reviewed the programming, time, and date and they were correct. Ran a fixed prime and high pressure test and passed. No further information was provided.